Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose levels. Troubleshooting was performed and pump passed all required tests. Nothing further reported.